Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. During the procedure, a planned femorofemoral bypass procedure was performed. Two days later, a piece of arterial tissue dislodged and occluded the pt's right femoral artery. The pt went into cardiac arrest and expired. It was reported that the event was related to the femorofemoral bypass procedure and not the gore excluder aaa endoprosthesis. An autopsy will not be performed.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2007, two gore excluder aaa endoprosthesis trunk-ipsilateral leg components (pxt281412/lot#05071877 and pxt261414/lot#05043250), a gore excluder aaa endoprosthesis iliac extender component (pxl161407/lot#04962663), and a gore excluder aaa endoprosthesis aortic extender component (pxa260300/lot#04842072) were implanted.